Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier instrument for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, a clip was stuck in a medium-large clip applier instrument after being clamped to tissue. The surgeon successfully used a long bipolar grasper to free the clip from the instrument, allowing the procedure to continue as planned. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended replacing the medium-large clip applier instrument and provided guidance to return it, along with the lot number of the clips used, for failure analysis. The procedure was completed. Isi followed up with the initial reporter on and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. At the time of the event, the clip became dislodged and actually fell inside the patient. The clip was retrieved during the same procedure. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The issue occurred on the second clip application attempt. The instrument is available for return.

Manufacturer narrative:
Additional follow-up information was obtained from the customer: the issue occurred while the surgeon attempted to clamp on cystic duct. The clip applier did not release the clip. The issue was not related to unexpected motion of clip applier while attempting to clip. The issue was not related to an unsuccessful clip application. The issue was related to the clip opening after closure of the clip. Issue occurred on the 1st clip application of the clip applier for the case. The customer was not sure how many uses but was towards end-of-life cycle with only 1-3 uses left to the customer's recollection. The customer forcefully removed the clip and did not use the clip applier again. The medium-large clip applier instrument was received, and failure analysis found the instrument with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip could not be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip did not show damage.

Event description:
Refer to h11 for follow-up information.